Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: addr01, implantable pacemaker. (B)(4).

Event description:
It was reported that there was a gradual increase of the right ventricular (rv) pacing threshold and lead impedance to greater than 3000 ohms. Since the patient has no direct need for ventricular pacing, the physician decided to monitor the lead for now and possibly replace the lead in the future. The lead remains in use. No patient complications have been reported as a result of this event.